Event description:
A field service engineer reported to olympus, the evis lucera elite bronchovideoscope screen blackout while using angulation. There was no image when at maximum angle of the bending part and the image is normal under other circumstances. The event occurred during a diagnostic tracheoscopy. There was a 1-minute delay, and the procedure was completed using subject device. There was no report of patient harm.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due to a defective charge coupled device unit. In addition, the contact pin of the plug unit was damaged. The switches were aged. The plug unit had corrosion. The switch button 1, 4 and 3 were dirty. Due to a cut on charge coupled device cable, image noise occurred. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct e2 and e3. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the suggested event could not be concluded, although it can be presumed that the defect was caused due to the charge coupled device unit being damaged during user handling of the subject device and the image blacking out during angulation. The event can be detected/prevented by handling the device in accordance with the following instructions for use: ·inspection of the endoscopic image. Olympus will continue to monitor field performance for this device.